Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display noted. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to flattened dome switch on the up and down arrow buttons, esc and act buttons, and express bolus button. The insulin pump also received with minor scratched lcd window, and cracked reservoir tube lip. The lcd connector was inspected and no anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.